Manufacturer narrative:
On january 7, 2021, mentor became aware that the date of surgery is (B)(6)2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d6b fields for explantation should be (B)(6)2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". This supplemental report is for the patient¿s right-sided device. Serial number unknown, information stated saline smooth. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implants on both sides and experienced being tired and lethargic, and bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.